Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a routine clinic evaluation. Upon further review, it was found that the right ventricular (rv) lead exhibited loss of capture (loc). This device has been implanted for eight months, and it was noted that threshold measurements started to increase shortly after the device was changed. A chest x-ray was performed, and it was confirmed that the lead was properly inserted in the header of the device and no evidence of lead compromise was observed. Additionally, this device exhibited an elevated battery consumption of 178% and it decreased rapidly from 1.5 to 5.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was higher than expected; however, it has been stable since implant, and no signs of a device malfunction were observed. Technical services (ts) recommended to follow up in one month and perform another data analysis. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a routine clinic evaluation. Upon further review, it was found that the right ventricular (rv) lead exhibited loss of capture (loc). This device has been implanted for eight months, and it was noted that threshold measurements started to increase shortly after the device was changed. A chest x-ray was performed, and it was confirmed that the lead was properly inserted in the header of the device and no evidence of lead compromise was observed. Additionally, this device exhibited an elevated battery consumption of 178% and it decreased rapidly from 1.5 to 5.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was higher than expected; however, it has been stable since implant, and no signs of a device malfunction were observed. Technical services (ts) recommended to follow up in one month and perform another data analysis. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that the battery life of this device decreased from 5.5 years to 3.5 years in less than a month time period. Ts discussed that even though the output was adjusted to higher values, the device is depleting faster than expected. A request was made to have data from this device analyzed in the coming days. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a routine clinic evaluation. Upon further review, it was found that the right ventricular (rv) lead exhibited loss of capture (loc). This device has been implanted for eight months, and it was noted that threshold measurements started to increase shortly after the device was changed. A chest x-ray was performed, and it was confirmed that the lead was properly inserted in the header of the device and no evidence of lead compromise was observed. Additionally, this device exhibited an elevated battery consumption of 178% and it decreased rapidly from 1.5 to 5.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was higher than expected; however, it has been stable since implant, and no signs of a device malfunction were observed. Technical services (ts) recommended to follow up in one month and perform another data analysis. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that the battery life of this device decreased from 5.5 years to 3.5 years in less than a month time period. Ts discussed that even though the output was adjusted to higher values, the device is depleting faster than expected. A request was made to have data from this device analyzed in the coming days. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that data analysis confirmed this device is depleting normally. No adverse patient effects were reported. At this time, this device remains in service.